Event description:
Related manufacturer reference number: 2017865-2023-38258, 2017865-2023-38259. It was reported the patient presented for procedure. During the surgery, the atrial lead exhibited proximal lead adhesion. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was ¿lead was also explanted as a precaution due to proximal lead adhesion¿. As received, a complete lead was returned in one piece with the helix noted extended and clogged with blood/tissue. Analysis was normal. No anomalies were found.